Event description:
Follow-up identified the patient's ipg was explanted and replaced with a non-rechargeable ipg. Stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation therapy from her scs system approximately a month ago and the ipg was unable to communicate with external devices. The patient programmer displayed a communication error. Surgical intervention may be taken to address the issue.